Event description:
It was reported a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx was implanted. The patient was discharged from the hospital on eliquis. The following day, the patient returned to the hospital extremely hypotensive and a tia was diagnosed. Imaging was performed and it was noted to be in the same position as the time of the implant with no leak or thrombus. The patient was monitored and recovered, so she was sent home.

Manufacturer narrative:
B5: corrected.

Event description:
It was reported a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx was implanted. The patient was discharged from the hospital on eliquis. The following day, the patient returned to the hospital extremely hypotensive and a tia was diagnosed. Imaging was performed and it was noted to be in the same position as the time of the implant with no leak or thrombus. The patient was monitored and recovered, so she was sent home. Correction: it was reported the patient was hypertensive, not hypotensive.